Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent arthrodesis of thoracolumbar spine due to disc herniation and canal stenosis. Intra-op, the tip of the instrument broke. The product came in contact with the patient. No fragment of the broken product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual examination confirmed the driver's tip has been broken off, and not returned for analysis. A portion of the first mas head thread is deformed. This suggests the mas may not have been fully engaged into the instrument mas head thread, which would tend to mitigate bending stresses on the inner shaft. Microscopic examination of fracture surface identified a quasi-brittle fracture that appears to have initiated at the base of the hex, with river lines, shear lip, and no indication of fatigue or torsional overload. The location and angle of the fracture, surface morphology, nature of the thread damage, and the absence of evidence of torsion suggest failure due to bend stress overload. If information is provided in the future, a supplemental report will be issued.